Manufacturer narrative:
The provider indicated that he was not aware of how the chair was being used when the wheel fell off but that it happened suddenly without any prior indication of failure. He advised that the patient did not indicate that she fell from the chair, nor did she report any injuries. He also mentioned that she seemed fine when she brought her chair in for repair. The provider advised that they had new hardware available, which was used to reinstall the wheel onto the chair. He stated that the wheel itself was in good condition; the plastic wasn't warped or bored out. The underlying cause of the wheel falling off cannot be determined. The wheel mounting hardware was not recovered after the incident; therefore, it cannot be returned to invacare for evaluation. The provider indicated that the wheels were previously replaced on (B)(6) 2018; therefore, the wheels involved in this event were not those originally installed on the chair during manufacture. It is possible that a servicing error contributed to the alleged failure; however, this cannot be confirmed. Per the "drive wheels with locking tab washers" instruction sheet, which comes with the drive wheel assembly, one of the tabs on the locking tab washer must be folded to secure the mounting bolt. The instructions warn, "failure to properly install locking tab washer can result in wheel separation. When replacing wheels always use a new locking tab washer. Do not reuse locking tab washers." Based on information from the provider, it seems that they followed these instructions. The provider advised that they did use the new locking tab washer, which comes with the wheel assembly, and they folded over the tab on the washer, as required. Should additional information become available, a supplemental record will be filed.

Event description:
The provider reported that the left rear wheel fell off of the r51lxp power chair. He also advised that the hardware used to mount the wheel to the chair (locking tab washer, flat washer, and bolt) is missing.